Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to the day of the treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the MFR's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that a pt presented, 6 days post lasik with 2 superior corneal abrasions, which healed after 1 week. The pt reported light sensitivity. Topical steroids dosage was increased to treat the event. In a follow up, the tech reported the light sensitivity was due to the corneal abrasions, and the event resolved 1 week later. No further info is expected.